Manufacturer narrative:
The reported event was unable to implant. Final analysis found damage that was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a system implant procedure. During the procedure, the right atrial lead was unable to be implanted. The helix was rotating properly but still could not be anchored in the atrium. The physician decided to abandon the implant of the atrial lead and implant a vvi device. The patient was discharged post procedure.